Event description:
It was reported that during a bowel resection procedure, when the reload was fired, there were no staples in the reload. A new one was loaded into the device and fired successfully. There was no patient consequence.

Manufacturer narrative:
(B) (4): information anticipated, but unavailable at this time.